Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. The customer¿s current blood glucose was 140 mg/dl. Customer also stated that they saw gap between piston and reservoir were wet with insulin. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However device alarmed motor error during basic occlusion test and unable to prime during prime test due to faulty force sensor resistor . Unable to perform occlusion test or excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed.